Manufacturer narrative:
Additional information was added to h4, h6 and h11. H11: the actual device was not available; however, two (2) photographs of the actual sample and a companion sample were provided for evaluation. Visual inspection of the photographs identified a cut in the tubing. Visual inspection of the companion sample did not identify any defects that could have contributed to the reported condition. Pressure test and clear passage under water were performed on the companion sample with no issues noted. The reported condition was verified in the photograph; however, not verified on the companion sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the tubing of a non-dehp standard bore catheter extension set. This issue was observed during an abdomen pelvis computed tomography (CT) scan. Approximately 54 ml of isovue contrast was reported to have passed through the tubing prior to the failure. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.